Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate atp and competitive atrial pacing. Further information was requested however, was not provided.